Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, three endotracheal tubes were used to intubate a neonate. Attempted to intubate five times and verified placement via x-ray. Surfactant was given through the endotracheal tube but only one dose was able to be given, second dose was clogged in the tube. The tube was removed.